Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 429 mg/dl at time of incident and treated with shot of 3 units of insulin and blood glucose go down to 325 mg/dl. Customer reports they did not feel okay to troubleshooting. The device will not be returned for analysis.